Event description:
It was reported by the patient that following the implant of the spinal cord stimulator (scs) system, they experienced severe complications from surgery post operatively, such as partial paralysis, and had to be explanted. The physician was contacted but was unable to provide any additional information. None of the devices were returned for analysis.